Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when medtronic representative (rep) was loading discs the system would become unresponsive. This occurred often but not during a case. No patient was present. The probable cause was suspected to be the ssd or possibly the cpu. Additional information was received. The medtronic representative (rep) called to report that the system was starting up to "no video detected". The system booted up to the medtronic screen then to the black "no video detected" screen. The rep heard the computer fan running for about 1 second then it turned off. Troubleshooting was performed with technical services (ts). The rep had the system on power strip (and reported the site uses power strips in the operating room (or)) so they requested to plug into wall outlet directly and advised site to do the same with the system. The rep removed panels and reseated all connections. The ups showed all connections green (battery amber). No lights on the back of the computer. Wireless endpoint had a blue light. No lights were on the router. The rep removed the battery cable from the ups and restarted the system. The rep swapped it with another ups (on another navigation system) and same outcome occurred. The rep removed all cables from the back of the computer instead of power and hdmi with same the outcome. The rep was unable to open the cd/dvd drive.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 9735736, serial/lot #:(B)(6), UDI#: ; product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(4).; product ID: 9736411, serial/lot #: (B)(6), h3) a manufacturer representative (rep) went to the site to test the navigation system. The computer and the solid state drive (ssd) were replaced and the system would not boot. The system then performed as intended. Codes: b01, c07, d02 h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. There were multiple application session logs present of the issue date and before issue date of april month. Syslog captured multiple graphic processing unit (gpu) crashes on the issue date and multiple crashes before issue date as well. The sessions of application logs also captured gpu crash [problem handling new gpu memory data] while user was in different-different task as per the logs, after the crashes sometime the system was hard rebooted in the session as captured in the logs and afterwards next sessions did not capture any gpu crash or other abnormalities. Suspected due to the gpu crashes the reported behavior of system unresponsiveness took place. Codes: b01, c10, d18 h3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had computer failure as the universal serial bus failed after five restarts. Codes: b01, c07, d02 h3) the solid state drive (ssd) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had computer failure ad when the computer was powered on, it did not receive image to the monitor due to failed graphics card. Universal serial bus ports 3-6 were not functional as well as the main fan. The power terminal flanges were damaged. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.